Event description:
It was reported that approx three months post implant the pt woke up and was bleeding from the incision site of her interstim device. It was noted that the pt had recently experienced infection at the pocket site. The hcp confirmed that the pt's device was removed due to infection and that the infection was treated. Further info is being requested at this time.

Manufacturer narrative:
.